Event description:
A (B) (6) male pt with history of acute cva presented with occlusion in the left mca. The first concentric retriever l5 was used for 2 passes. The second device was used for 3 passes. On the 3rd pass, the physician felt he was losing grip of the clot so he torqued the device about "7 1/4" turns causing the distal tip of the retriever to fracture. The physician made multiple attempts to retrieve the tip with a snare but was unsuccessful. At that time, the case was aborted. Patient showed marked signs of improvement the next day.

Manufacturer narrative:
The device instructions for use (IFU) includes a warning that provides recommendations to reduce the risk of fracture. Specifically, it appears that the following recommendations may not have been followed in this particular case. Do no rotate retriever more than 5 revolutions in total, counting both clockwise and counter-clockwise rotations. Do not use filamented retriever for more than two (2) retrieval attempts. A retrieval attempt is one advancement and complete withdrawal cycle. Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for concentric retriever l5 devices that were shipped to the site, lot numbers 32468, 32475, 32486, 32491, 32525, 32562, 32567, 32626, 32629, and 32636, were reviewed and no anomalies were found that are related to this complaint.